Manufacturer narrative:
The insulin pump was received with no button response due to flattened all button dome switch (no crease) and no unlocked lcd keypad connector. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no delivery alarm due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that they received no delivery alarm on the pump. Customer¿s blood glucose value was 299mg/dl. Customer was assisted with troubleshooting and customer rewound the pump and primed but still the pump alarmed no delivery. Customer had tried different cannula length. Customer was advised to revert to backup plan per healthcare professional¿s instructions. Customer declined troubleshooting for high blood glucose. Insulin pump was returned for analysis.